Manufacturer narrative:
The device history record confirmed that the product met all release requirements before distribution. No records indicate that the device was evaluated by a cynosure-trained field service engineer. Based on the information available at this time, no further conclusions can be made. If additional information becomes available, the investigation will be updated accordingly. Based on the defect contact form received, a member of the cynosure clinical team confirmed that no patient injury occurred. Based on the reported unintended discharge of laser energy, this event is considered an accidental radiation occurrence (aro) and a reportable device malfunction under 21 cfr part 803, in accordance with u.s. FDA medical device reporting requirements.

Event description:
It was reported that a picosure device discharged laser energy unintentionally after the user removed their foot from the footswitch and switched the device from standby to ready mode. The unintended discharge contacted a patient with mongolian spots who was 11 months old. No patient injury was reported.